Manufacturer narrative:
Correction/removal numbers: add'l #s 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate with or charger her ipg. An sjm rep met with the pt and confirmed the issue. Surgical intervention is pending to address the issue.